Event description:
It was reported the customer received a button error alarm on their insulin pump. Customer reported removing their battery for 20 seconds, but the buttons on their insulin pump became unresponsive. Customer also reported having the flu, causing their blood glucose to be high. It was also found the customer had no delivery alarms on their insulin pump. Customer's blood glucose was 458 mg/dl. The customer stated their buttons also did not click like normal. Customer declined to troubleshoot for their no delivery alarm. The customer also had a broken belt clip. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to unresponsive buttons. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.